Event description:
Caller reported a malfunction on the pump and confirmed that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump, providing instructions on using storage mode, ensuring the customer understood how to manage the backup insulin therapy, and advising on steps required when using a g7 sensor with the new pump. The customer was instructed to return the problematic pump within 10 days using the provided return box and pre-paid label.